Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. In the surgeon's opinion, the iol did not cause/contribute to this outcome. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).